Event description:
Customer reported a cartridge alarm 30 involving the daughter, who had been frequently experiencing these alarms. There was no adverse impact on the customer's blood glucose level. Technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump.